Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12972 and 2134265-2017-12971. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During the procedure, it was reported that the ilab ultrasound imaging system froze frequently during pullback. The issue was resolved by correcting the contact or connection of the internal board of the acquisition processor of the ilab ultrasound imaging system. No patient complications were reported.